Event description:
Information from ae regulatory system: on (B)(6) 2024, the diabetic patient needed to use this needle for insulin injection. When using, cannula was found clogged, resulting in inability to inject, so it was immediately stopped and replaced. Ae report no. (B)(4). Call center did not contacted customer to acquire the information successfully, any updates will be sent by email. Sample availability: unknown. Sample availability details: unknown.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.